Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The device was returned to the hospital as it was decided not to repair. No further information is available, complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9, h3, h6(medical device: problem code, type of investigation, investigation findings).

Event description:
N/a.

Event description:
It was reported that after 4 days of use on a patient, the cs300 intra-aortic balloon pump (iabp) light sensor could not be calibrated. No health problems.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.